Event description:
.

Manufacturer narrative:
Additional information received indicated that a revision procedure took place. There was difficulty removing the device from the pocket so hemostats were used which dented the can multiple times. During removal of the lv lead from the can, the terminal pin came apart. The lv lead was surgically abandoned and a new lv lead was successfully implanted.

Manufacturer narrative:
A copy of the device's memory was preserved and submitted for analysis. It is suspected that there is a loose rv ring connection which is contributing to the high impedance measurements. In one of the stored episodes, loss of capture was noted on both the rv and lv. It was recommended to change the lv configuration and assess connection.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), right ventricular (rv) defibrillation lead and left ventricular (lv) lead exhibited a high out of range pacing impedance measurement greater than 2000 ohms. All measurements prior to the out of range measurements were within normal range. The patient was brought into the clinic and isometrics and pocket manipulations were performed. The out of range measurements could not be recreated. The health care professional (hcp) planned to send in a save to disk. At this time no additional intervention panned to be performed. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the save to disk has not been sent in for analysis. No additional information is available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Approximately one week later, we received additional latitude red alerts for high out of range rv and lv pacing impedances. Additional troubleshooting was performed and no noise could be produced. Pacing threshold measurements were stable. The lv lead configuration was changed to tip to can from tip to coil. No additional information is available at this time. If additional information becomes available, the event will be updated.

Event description:
--